Manufacturer narrative:
Patient information was unavailable from the site. Missing manufacture date. No part returned.

Event description:
Medtronic received information regarding an imaging device being used for a electrode and probe placement procedure. It was reported that artifacts were coming across scans/images for stereotaxy deep brain electrode (dbe) cases, and distorting images where the electrode has to go into the brain. They were using the 40 cm field. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
Additional information: medtronic representative reported that there was a large piece of metal in the filed of view which caused the artifact.